Event description:
As reported by the patient¿s attorney, two xenform® soft tissue repair matrix (MFR report #3005099803-2017-01673 and MFR report #3005099803-2017-01725) were implanted into the patient on (B)(6) 2016. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.